Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed self test alarm and other error alarms. Customer's blood glucose value was unknown. Customer was advised to refer to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis.